Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the tubing came apart near the connection to the peripherally inserted central catheter (PICC). Per reporter, the patient was able to cleanse and reconnect same. The patient attended clinic the next day and noted that the tubing was changed out at that time. There was patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D3: MFR. Establishment name updated. H3: the device was received for evaluation. Lot history review could not be performed as no lot information was provided. Visual inspection identified that the pressure tubing was separated from the check valve. Microscopic examination of the tubing end identified insufficient solvent coverage. The customer¿s reported problem of tubing separation was confirmed. The most probable cause was determined to be insufficient solvent application during assembly. No additional testing was performed.